Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, no delivery alarms and button error on the insulin pump. The customer's blood glucose reading was 401 mg/dl. The customer treated the high blood glucose readings with an injection. The customer is unable to clear the no delivery alarm because the act button is not responding. During troubleshoot, there was a keypad anomaly found. The customer stated that she took a bath yesterday, and the pump got wet really quick. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing.